Event description:
Silicone implants originally inserted 1986. Pt required open capsulotomy due to capsular contracture of bilateral breasts. The physician observed that the implants appeared intact, although the saline component appeared to have leaked. According to the pathology note the left implant ruptured during removal. The info is limited because the physician's office has lost the pt's record in moving. The physician's office was trying to locate some info from the pt regarding finding microfilm records.